Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a mitral pressure gradient of 3 mmhg. During a mitraclip procedure, the first clip was an xtw. During preparation the device functioned as intended. After lowering the gripper to capture the leaflets, it could not be raised to reposition the xtw. The leaflet was stuck on the gripper, but could be removed by inverting the clip. The device was replaced with a new xtw. Once the new xtw was placed, the mitral valve pressure gradient was 6 mmhg and the clip had no effect on the mr. The xtw was removed and the gradient returned to baseline. Therefore the procedure was aborted. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. The reported difficult or delayed positioning (gripper stuck on leaflet) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported difficult or delayed positioning (gripper stuck on leaflet) appears to be due to the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.